Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; the full lead was returned and analyzed.

Event description:
It was reported that during the implant procedure, the lead exhibited high impedance (1300 ohms) after being positioned. Attempts were made to reposition the lead in different locations/positions however showing the same high impedance results. Consequently the lead was replaced. No patient complications have been reported as a result of this event.